Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2019 with blood glucose of 34 mg/dl at the time of the incident. The customer was given intravenous fluids to treat. The customer did not mention any symptoms. The customer was wearing the insulin pump during the incident. The customer alleged the pump was over delivering. Troubleshooting was completed and the pump passed a displacement test. The customer had gone jogging before the low. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device was received with the operating currents within specification. And passed the functional testing including self test, a21 error test, rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test, displacement test, and the delivery accuracy test at 0.08650 inches. No over delivery anomaly noted during testing. The device was received with cracked battery tube threads, minor scratched lcd window, and scratched reservoir tube window. (B)(4).